Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 154 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated their insulin pump delivered 14 units without their input. The customer reported pump physical damage. Troubleshooting was completed but did not resolve the issue. The customer stated the pump had over delivered again a month prior. The insulin pump will be returned for analysis.